Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Possible factor that may contribute to guide wire breaks and/or separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported break. It is possible that manipulation during the procedure the guide wire core kinked and broke; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) using digital subtraction angiography (dsa). The hi-torque (ht) balance middleweight (bmw) universal ii guidewire had no resistance during advancement and reached the distal rca lesion when it was noted that the core was fractured [broken] but the wire remained in one piece. There were no resistance during removal and guidewire was removed from the patient without issues. A pilot guide wire was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.